Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of complications with the guidewire was confirmed, but the exact cause could not be determined. One accucath deployment system was returned for investigation. The catheter had been removed from the needle and was not returned for investigation. The safety mechanism had been engaged and the needle had been retracted within the housing. The distal tip of the needle was slightly extended from the distal end of the housing. Instead of exiting through the hole at the tip of the needle, the guidewire exited from the flash notch on the side of the needle. What appeared to be blood residue was observed around the guidewire at the flash port. The guidewire was able to be extended and retracted through the needle. No damage or defects associated with the manufacturing process were observed on the returned sample. The guidewire and needle were within specification. It was reported that the guidewire would not advance after the needle was inserted in the vessel. An obstruction encountered during the insertion process may have been a contributing factor of the reported event and the cause of the needle exiting the flash notch; however, the exact mechanism of damage could not be determined. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "I were in a room where she was placing an accucath. When she accessed the vein, she tried to thread the guidewire and it would not push at all. We both knew with 100% certainty that she was inside the vein; it didn't feel like it wouldn't thread due to the vein. It wouldn't budge and we could tell it had something to do with the device, so she took it out. When we removed it, the needle wouldn't retract using the safety push button until I pushed on the needle while inserting it into an eraser for safety then it felt like the spring was broken. She ended up sticking the patient again with no issue." No further information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0190 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "I were in a room where she was placing an accucath. When she accessed the vein, she tried to thread the guidewire and it would not push at all. We both knew with 100% certainty that she was inside the vein; it didn't feel like it wouldn't thread due to the vein. It wouldn't budge and we could tell it had something to do with the device, so she took it out. When we removed it, the needle wouldn't retract using the safety push button until I pushed on the needle while inserting it into an eraser for safety then it felt like the spring was broken. She ended up sticking the patient again with no issue." No further information provided.